Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead exhibited low and out range impedance inconsistently. The patient was scheduled for a lead revision and the ra lead was noted to be damaged during procedure. The ra lead was explanted and replaced. The patient was in stable condition.